Event description:
It was reported that the patient experienced a pocket infection for the implantable cardioverter defibrillator (ICD). The patient was hospitalized. At this time evidence suggests the ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced a pocket infection for the implantable cardioverter defibrillator (ICD). The patient was hospitalized. At this time evidence suggests the ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct the initial reporter information that was inadvertently left off of the initial reporter.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct the initial reporter information that was inadvertently left off of the initial reporter.

Event description:
It was reported that the patient experienced a pocket infection for the implantable cardioverter defibrillator (ICD). The patient was hospitalized. At this time evidence suggests the ICD remains in service and no additional adverse patient effects were reported. Additional information was received that the patient underwent invasive action where the ICD and rv lead were explanted due to the infection.